Event description:
Caller reported that cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. Cts confirmed consecutive cartridge alarms and decided to replace the pump for the customer.